Event description:
Procedure: lung biopsy. According to the reporter: on the first firing, staples did not form properly, reported as formed with straight legs. There was bleeding but the amount is unk, there was no additional tissue loss. The poor staple line was fixed with suture was delayed the case about 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 04/02/2008.